Event description:
Meter is not accurate. Analysis run on clark error grid using mean avg. Reading (359) as ref. Point vs. Bd readings of 594, 124 yielded data points in the c/ d zone of the grid, outside of acceptable limits.